Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant the patient experienced muscle stimulation on her right side. The device was reprogrammed and the muscle stimulation ceased. Fluoroscopy confirmed that the atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2014. The patient would be monitored.